Manufacturer narrative:
Additional information was received on september 21, 2015. Based upon a batch record review for lot#4a01808 it was determined that the product was manufactured according to specification. No documentation or production issues were noted. There is no evidence to support that the product was malfunctioning independently. It is probable that the product had a negative interaction with either the allergic skin reaction or with the cortisone cream. Quality systems are in place to prevent and detect defects in the event of occurrence. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on october 16, 2015. (B)(4).

Event description:
It is reported that the end-user underwent colonoscopy through the stoma, on (B)(6) 2014, to determine if she was a candidate for an colostomy reversal surgery. End-user stated she must have been allergic to the magnesium n the bowel prep, because after the procedure her ostomy was leaking and the left lower quadrant (llq) of abdominal skin presented as burns with scabs after approx two (2) weeks of use. End-user did say that her ostomy had been leaking ever since the procedure and has not been able to keep the appliance in place. On (B)(6) 2014, end-user sought treatment at the ER and was prescribed a prescription cortisone cream which is making it difficult to keep the ostomy wafer in place. The ER physician also prescribed hydrocodone for the pain, and instructed end-user to see her surgeon.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. It is reported that end-user has not been able to the surgeon as of yet. Skin care instructions were provided as follows: clean the area with warm water and a mild soap; pat dry; apply stomahesive powder; and a non sting protective barrier wipe prior to placing the wafer; discontinue use of creams and lotions as they interfere with the wafer adhesion, and to notify convatec with any questions or concerns. Lastly, end-user will be sent samples of the stomahesive powder and sensi-care protective barrier wipes. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a follow up report will be submitted. (B)(4). Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.